Event description:
The patient reported that over the last 4-5 weeks she has had elevated blood glucose readings after changing the cartridge on her insulin infusion device. Her readings have been from 135-432 mg/dl. She stated she feels tired, achy, and thirsty when her readings are elevated. She stated she often has a very large air bubble in her cartridge. Troubleshooting did not find any issues with the product. The patient stated she changes the insulin cartridge every 7-8 days but sometimes changes it every 4-5 days if she is using a lot of insulin. The patient was advised to change the cartridge at least every 6 days. The patient reported an air bubble in her cartridge. She was advised on how to remove the air bubble. Further attempts to contact the patient for follow-up were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.